Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) were not closing, making it impossible to cut the tissue. 1/10 lives. The procedure was completed with no reported injury.